Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The distal end of the screw is fractured away. There is debris on and in the devices. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant material specification found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a medial collateral ligament reconstruction surgery, the tip of the biosure pk screw was deformed. The back-up device was used in the originally drilled bone hole. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. Per the results of the investigation, the visual inspection shows the distal end of the screw is fractured away.